Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), x-pedion guidewire. As found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a shipping pouch and within a dispenser tray. The unknown guidewire/stylet used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. The micro catheter was found kinked at ~128.6cm from the proximal end. The distal micro catheter appeared to be shaped. The micro catheter tip was found kinked proximal to the marker band. A puncture hole was found at this location. The catheter wall near the puncture appears to be slightly thinning/stretched. Testing/analysis: the total length was measured to be ~152.6cm, and the usable length was measured to be ~144.7cm which is within specification (specification: total (ref) = 152cm, usable: 144cm ±1.5cm). The echelon-10 micro catheter was flushed, and water was found to exit the distal end only. An x-pedion guidewire was inserted into the hub, through the catheter and became stuck at the kinked distal end. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture (gw/stylet)¿ was confirmed. It is also possible the puncture occurred due to advancing the guidewire against resistance caused by the catheter kink found. The cause of the kinking could not be determined. It is also possible the puncture occurred during tip shaping/preparation. The catheter wall near the puncture was found slightly thinning/stretched. It is possible the thinning occurred due to steam shaping or due to the kinking found at this location. Customer report of ¿catheter resistance¿ was also confirmed at the distal kinked location. As the unknown guidewire/stylet used in the event was not returned, any contribution of the guidewire/stylet towards the catheter puncture and catheter resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the catheter was punctured with the guidewire/stylet in the distal section. There was friction or difficulty during insertion of the guidewire/stylet. There was no other damage aside from the puncture. There was no kink/damage on the guidewire/pushwire/stylet. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the middle cerebral artery (mca) with a diameter of 3.5mm. Ancillary devices include a traxcess 0.014 guidewire.